Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the alarms. Customer's blood glucose was 180 mg/dl. Tandem clinical diabetes educator (cde) followed up with customer and determined that customer was pulling residual insulin out of the old cartridge and putting into the new cartridge each time pump supplies were changed. Cde discussed with customer how this can result in crystallization of insulin and subsequent occlusion alarms. Customer acknowledged and reported the cartridges will be filled with new insulin.